Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that system unexpected shutdown occurred. An angiojet solent dista catheter was advanced for a thrombectomy procedure. However; during thrombectomy mode, the system shutdown or stopped all activity. The catheter was replaced with a new one and the procedure continued normally. No patient complications reported. However; returned device analysis revealed a broken hypotube.

Manufacturer narrative:
The product was returned consisted of an angiojet solent dista catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 2 kinks located 43.5cm and a severe kink located 124cm from the tip. It was noticed through x-ray analysis that the hypotube was broken at the 124cm location. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the broken hypotube. The devices pressure could not be recorded due to the device would not prime. Inspection of the remainder of the device, apart from the observed damage showed no other damage or irregularities.